Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's global technical service center to report cxd not working correctly. The care giver (cg) stated they had difficulty using the cxd because the cradle would only go one way. The cg stated they had to manually move the cradle to go in a different direction with the cradle. The technical service representative asked if they rinse the inside of the cxd at all. The cg stated they normally do not. The cg rinsed the inside and noticed the cradle seemed to move easier in the direction it was supposed to go. The cg will call back with any further issues. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The device was not available for evaluation and the serial number is unknown. The assignable cause for the reported issue of cradle would only go one way was determined to be use error. The home patient did not clean the device as recommended to prevent buildup of residual solution. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.